Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "carefusion microbore tri-fuse extension set with filter noted to be leaking." An incomplete date of event of (B)(6) 2019 was provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "carefusion microbore tri-fuse extension set with filter noted to be leaking." An incomplete date of event of (B)(6) 2019 was provided.